Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
In a journal article it was reported that a patient was implanted with a wagner stem (catalogue number unknown) on an unknown date. The patient is monitored since unknown date due to patient experienced thigh pain. (Journal article: nonmodular tapered fluted titanium stems osseointegrate reliably at short term in revision thas; nemandra a. Sandiford mbbs, msc, frcs(tr&rth), donald s. Garbuz md, mhsc, frcs(c), bassam a. Masri md, frcs(c), clive p. Duncan mb, msc, frcs(c); clin orthop relat res (2017) 475:186¿192).

Manufacturer narrative:
Additional information has been requested and is currently not available. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. No trend analysis could be performed as no item number(s) is/are available. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in the journal article that one patient experienced anterior thigh pain. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis. The complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that the patient had a wagner stem implanted with other unknown components. The patient experienced pain. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in the dfmea of the device. Conclusion summary it is only known that the patient had a wagner stem implanted with other unknown components. The patient experienced pain. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).